Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's atrial lead was exhibiting noise. The patient presented for a routine device exchange. The lead was tested and the noise was not reproducible. All measurements were normal. Patient was stable and would be monitored.